Manufacturer narrative:
Product complaint # (B)(4). Batch # unk.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Chronic diverticulitis with stricture of the sigmoid colon. Did the patient receive any preoperative chemotherapy or radiation? No. What healthcare professional fired the device and what is his/her experience with the device? Rn with 19 years in the operating room using this device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Donuts were inspected with complete supple rings on both sides. Was a complete transection of the white breakaway washer visually confirmed? Yes. Can you please clarify what was meant by, ¿only half of the staples dislodged¿? Unsure. If these words were exactly used/cannot confirm this statement. It is confirmed that only half of the staples were present in this procedure. Can more information be provided on staple presence and form? No, could not tell. What was the additional testing? It was noted that the patient had minimal urine output. Methylene blue was utilized without any methylene blue being seen coming out of the foley catheter. The urologist was contacted. The doctor came in and performed a cystoscopy which showed no findings. Why was the patient in surgery for an additional 6 hours? Additional time needed for colostomy. Also, the patient had minimal urine output so the urologist was called in from home for testing to the ureters. No injuries noted to the bladder or ureters. Is the colostomy temporary or permanent? Temporary. What is the current status of the patient? Patient recovering from colostomy. No additional complaints. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Maude report mw5088864.

Event description:
It was reported that during a sigmoid resection with anastomosis, colon tissue was found to be very viable with good outlook for successful procedure. Upon using the stapler device , it was noted after removal that only half of the staples dislodged, thus creating a significant leak. Additional testing showed an unsuccessful procedure. The surgeon opted for a colostomy due to location in the colon. Patient was in surgery for an additional six hours.